Event description:
During biomed testing the device displayed "pacer disabled", "defib disabled", "pacer fault 117" , and "defib fault 72", messages. Complainant indicated that there was not patient involvement in the reported malfunction.